Manufacturer narrative:
Alleged failure: had to go to another room, room down cause hub wont complete load. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to a capture card failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that they had to go to another room, room down cause hub wont complete load.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that they had to go to another room, room down cause hub wont complete load.